Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during combined phacoemulsification and intra ocular lens implantation surgery, an ophthalmic suture needles were found to be blunt from same lot number. The surgery was completed and there was no patient harm.